Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a vessel puncture closure of an unspecified access site was attempted with two proglide devices after a peripheral interventional procedure. Reportedly, when removing the device, it came completely apart [the suture came out of the patient]. This occurred with both devices. After further conversation with the physician, it was reported that some steps may not have been done performed correctly; however, this was not confirmed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9,h3: device return status updated from returning to not returning.